Manufacturer narrative:
B5. Describe event or problem updated. Device evaluated by MFR.: a promus premier ous mr 24 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the first proximal stent strut row were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion had 100% stenosis and was located in the severely tortuous and severely calcified left coronary artery.

Event description:
It was reported that stent damage occurred. The target lesion was located in left coronary artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.